Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for low blood glucose and the reading was 21 mg/dl. The infusion set was changed one day prior to the hospitalization and the customer was not connected during the manual prime. Troubleshooting was done and the insulin pump was programmed correctly. The customer stated he had been taking blood pressure medication, and had been more active prior to the event. There was also a bolus of 11.6 units in the bolus history. Advised the customer that the medication, activity and the bolus could have all been factors in the low blood glucose episode.